Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR report #s 1627487-2011-00288 and 1627487-2011-00289. The pt received an scs system on (B)(6) 2011, as part of a pain registry study. The system included an ipg, surgical lead and two lead anchors. It was reported that the devices were explanted on (B)(6) 2011 due to an infection she acquired from a recent oral surgery. No further info is available.